Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 failed and could not be recovered. The user reported that no failed hardware appeared in the recovery list when attempting to recover the door. The station was rebooted, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had ghost failure for tower door 4, where the failed device icon was displayed without any visible failed components. A field service engineer (fse) manually opened all tower doors and induced failures, then coordinated with customer to recover the doors, which cleared the false failure icon. Further physical inspection and testing of the column identified door 4 as defective, and the door 4 detent was replaced. Post-repair validation included testing the doors using test software and having customer perform additional recovery and functional checks, confirming all doors operated normally. The system functioned as intended after the field service engineer repaired the device.